Manufacturer narrative:
Exact date of event is unknown; october 22, 2013 is the date the literature article was published. This report is for an unknown synthes reamer-irrigator-aspirator/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: t. S. C. Jakma et. Al (2014), more adverse events than expected in the outcome after use of the reamer-irrigator-aspirator, european journal of trauma and emergency surgery vol. 40(3), pages 337-341 (netherlands). The aim of this article is to collect and evacuate marrow contents during reaming to prevent embolism into the systemic circulation. Between october 1, 2017, to march 1, 2010, a total of 32 patients (21 males and 11 females) with a mean age of 43 years (range, 21-75 years) were included in the study. These patients had lesions that were treated with ria system. The mean duration of follow-up was 277 days (ranges 31-697 days). The following complications were reported as follows: 2 fractures were created during surgery, both in the trochanteric region. One of these patients was treated with an intramedullary nail and the other by imposing a period of non-weight-bearing. 2 patients were suspected of having a pulmonary embolism. 1 of these patients also suffered from a myocardial infarction postoperatively. 5 patients suffered from cortical violation and was treated with non-invasive treatment. 5 patients have excessive postoperative pain at the donor site. Two of these patients had a complicating fracture of the femur. This report is for an unknown synthes reamer-irrigator-aspirator (ria). This is report 1 of 1 for (B)(4).